Event description:
Patient with a history of sensorineural hearing loss, who underwent right cochlear implantation earlier in 2011 (approx 8 months ago), with a cochlear corporation ci512 device. Recently, he developed a device failure.